Event description:
The intraocular lens was removed and replaced lens due to the pt's complaint of visual disturbances and the physician's slit lamp observation of an iol optic with gray discoloration.